Manufacturer narrative:
The device was received and evaluated. The inspection found the metal cone that is inside the fill port had been installed improperly and was caught between the clutch spring and fill rod, preventing the ratchet gear from rotating. This resulted in several timeouts at the end of the run, impeding the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450 . 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It as reported the patients blood glucose level rose to 450 mg/dl. The patient treated the hyperglycemia by replacing the pod and delivering a bolus. The pod was worn between 24 and 36 hours on the abdomen.